Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ additional/corrections. D: device identification - additional/corrections. H2: additional information/corrections.

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.